Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision washout/ poly exchange surgery was performed for possible infection.

Manufacturer narrative:
Additional information: the associated complaint devices were not returned for evaluation. This complaint states that patient received a total hip replacement on (B)(6) 2016 and was brought back for washout/poly exchange for possible infection one month later. There are no radiographic images or relevant patient clinical/medical information or lab results provided. There have been three unsuccessful attempts to retrieve this information. Based on the lack of information provided, no clinical assessment can be performed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the sterilization records revealed these two products were sterilized according to sterilization release documentation from quality control. A review of complaint history revealed no prior complaints for the listed batch numbers with this failure mode. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.